Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion during the implant procedure. The effusion was drained by echocardiogram and drainage tube. Placement difficulties of the right ventricular (rv) lead were encountered during the implant and unstable thresholds, high impedance and undersensing of r waves were also noted on the rv lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.